Event description:
A 66-year-old male patient (85 kg) underwent ivtm therapy. An icy catheter (lot # 199381) was smoothly inserted into the patient's left femoral vein. The patient's temperature at the start of therapy was 35.4°c, with a target temperature of 37°c. Two days into the treatment, during the rewarming phase, when the patient's temperature reached 37.1°c, the saline bag was noted empty. No fluid leakage was observed on the floor, bed, or console, and around the start-up kit (suk) tubing. The catheter was inspected thoroughly, revealing no leaks or blood upon aspiration. The customer suspected the infusion of 500 ml of saline fluid. The catheter was removed without placing a replacement catheter, as arctic sun was used to continue the therapy. No consequences or impact to the patient. The current condition of the patient is normothermic and still sedated.

Manufacturer narrative:
The icy catheter associated with this complaint was not returned for evaluation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Manufacturer narrative:
The reported complaint of catheter leak was confirmed during functional testing of the returned icy catheter (lot # 199381). During the functional pressure leak test, a bonding leak was observed at the proximal end of the medial balloon of the catheter. The probable root cause of the reported complaint could be a latent defect in the bond. During functional testing, all infusion ports and lumens were flushed without resistance. During the functional pressure leak test, the catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi. Upon pressurizing the catheter, a bonding leak was observed at the proximal end of the medial balloon, confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint and there was no previous history of complaint reported for the icy catheter with lot # 199381.